Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the lead was returned with the helix fully retracted. Electrical testing determined that continuity of the conductors was complete. The lead was considered functionally normal, no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead was positioned in the ventricle. When testing the impedance, it constantly showed greater than 2500 ohms. The testing cables were changed, but there was no effect on the impedance. The lead was not implanted. No patient complications have been reported as a result of this event.